Event description:
It was reported that the patient experienced an inadequate stimulation due to the leads that migrated down three levels. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 7108193 UDI: (B)(4).

Event description:
It was reported that the patient experienced an inadequate stimulation due to the leads that migrated down three levels. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded per hospital policy.